Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k042037. (B)(4). There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ and ¿particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid.¿¿ number 7 states, ¿leg length discrepancy.¿ number 12 states, ¿trochanteric avulsion or non-union as a result of excess muscular tension, early weight bearing, or inadequate reattachment.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 17 states, ¿hematoma.¿ number 19 states, ¿altered gait / limp.¿ number 20 states, ¿bursitis.¿ number 21 states, ¿non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors.¿ number 28 states, ¿pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon.¿ this report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2014-00305 / 2016-00681). This report is based on allegations set forth in plaintiff's notice and the allegations there in are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a revision procedure approximately six years post-implantation due to an unknown reason. This report is based on allegations set forth in plaintiff's notice and the allegations there in are unverified. Additional information was received in patient medical records, revealing patient underwent a left revision procedure approximately six years post-implantation. Medical records note the revision procedure was performed due to pain, leg length discrepancy, trochanteric bursitis, limping, metallosis, elevated metal ion levels, and pseudotumor. The medical records note during the procedure, the posterior structures of the hip were found detached, a defect was discovered in the acetabulum, and a pseudotumor was partially removed. Further noted in the medical records was the presence of dark, tan, fibrous tissue with necrosis, unspecified inflammation, and metallic wear debris. The medical records note the modular head could not be removed from the stem, therefore the femoral stem was removed and replaced.